Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired two times during the procedure. Unknown how was the case completed. No patient impact was reported. See scanned page.

Manufacturer narrative:
(B)(4). Indicator, clip. Evaluation summary: the analysis results of the el5ml found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. It fired eleven clips conforming to manufacturing specifications. Finally, the device locked out as intended but the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.